Event description:
The customer reported, that the unit failed to power up under both ac and battery power.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.